Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Boston scientific technical services (ts) discussed reasons for device to beep. Additional information received which indicated that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage recently began dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Boston scientific technical services (ts) discussed reasons for device to beep. Additional information received which indicated that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage recently began dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported.